Manufacturer narrative:
The returned device was evaluated. During the investigation, it was found that the radical-7 could not establish communication with the customer returned docking station. The customer returned radical-7 was then placed into a known good docking station and communication between the docking station and the radical-7 could not be established. Once the battery was charged, the device was able to turn on using the battery; however, after a minute the device would shut down with a 10 beep alarm. The 10-beep alarm only occurred when the device was running on the battery. The radical-7 stayed on for several hours in the docking station with no 10 beep alarm. The instrument board was found to be defective. The instrument board was replaced and the device functioned as designed. The rds-3 functions as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that after the boot-up sequence the device turns off after 10 seconds. No patient impact or consequences were reported.